Event description:
Reportedly the xpert stent was noted to be partially deployed out of package. The device was not used in the patient. Another xpert stent of the same size was used to successfully complete the procedure. A clinically significant delay in procedure was not reported. No additional event information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. It may be possible that inadvertent mishandling of the xpert during removal from the packaging contributed to the premature deployment; however, without having the product to examine, a conclusive cause could not be determined a review of the finished goods lot history record revealed no associated nonconforming material records, and the lot release testing results were reviewed and this lot met all release criteria. A query of the complaint handling database for the reported lot was performed and there have been no other incidents reported. A conclusive cause for the premature deployment could not be determined. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process.